Event description:
It was reported that a rise in left ventricular lead impedance and a loss of capture was noted on the left ventricular lead in 2012. Left ventricular pacing was disabled. The lead was capped during a system downgrade.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.